Manufacturer narrative:
The investigation has been completed and the alleged malfunction was verified. Functional testing was performed and no failure was identified related to the reported high blood glucose issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was high. Reportedly, the high bg was addressed with the pump. The customer declined to provide further information regarding the high bg. The customer also received multiple malfunction codes. The bg was 63 mg/dl at the time of the last malfunction code that was received. Insulin injections were to be used for insulin therapy.